Event description:
Customer had informed sales rep that the retractor had broken during surgery. The hosp was contacted. The instrument cannot be located, and the incident has not been documented. No further info to be forthcoming. Note: the hosp had indicated that an "incident report" was forthcoming. However, there has been no indication of injury or potential injury resulting from the instrument breakage. After repeated attempts to obtain additional info from the hosp, neither the report nor the instrument has been located.